Event description:
It was reported that a balloon rupture occurred. A 15mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured during inflation at 10 atmospheres for 25 seconds. The device was removed from the patient body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.